Event description:
Additional information was received indicating the device was able to send a remote transmission without issue as initially reported.

Manufacturer narrative:
Correction: the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction upon review of the additional information received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, the device was unable to be interrogated. An in clinic follow up is anticipated but has not yet been performed.